Event description:
Device malfunction: time of malfunction: symptoms/ae: none. It was reported that a technician in training in use of the starclose device, attempted common femoral arteriotomy closure in a mildly obese patient after a diagnostic cardiac catheterization. The puncture was performed in the appropriate site. The clip delivery tube did not advance to the vessel and, therefore, the safety release button was pressed and the device was removed. Hemostasis was achieved with manual compression. There was no adverse patient sequelae. Out of the anatomy the operator tried to deploy the clip but the thumb advancer could not be advanced the final 1 cm. Though requested, no additional information was provided.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.